Manufacturer narrative:
Concomitant products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 14-feb-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 13-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt states she hasn't used her device for 6 months because the wires are wrapped around battery in the back. Pt states the device has never worked right in the back. Pt states now the leads have fallen and wrapped around the battery. The patient was redirected to their healthcare provider to further address the issue.